Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the caller (hcp) stated they were just filling the pump this morning (B)(6) 2026 and they got an error service code 528 which was a pump motor had stalled and recovered type error. The caller stated the patient had not had an magnetic resonance imaging (MRI) scan recently and they were no alarms and the patient was not experiencing any symptoms of withdrawal. The caller filled the pump and it was found that the pump only had 2 ml left as low as there was medication that was being delivered. The agent suggested that the caller look at the pump logs to see if when the motor stall occurred. The technical support services (tss) reviewed the motor stall could be from the patient past if the tablet software had been updated and this was the first time reading this patient's pump since the update.